Event description:
Facility reports that they have had two incidents involving the bloodline "popping off" the dialyzer during the pt treatment. The estimated bloodloss is between 75-100cc for one of the events. The line disconnection for the second event resulted in <20cc bloodloss-the health professional was directly in front of the machine when the event occurred. This facility reprocesses their dialyzers and arterial lines. This pt did not use the approved reuse line for two treatment and instead used the 0372003. The reuse arterial line requires the use of the bloodport adaptor to attach the line to the dialyzer. The 372003 lines do not require the adaptor. These lines have a luer end which screws into the blood port of the dialyzer to form a secure connection. The facility used the bloodport adaptor between the dialyzer and bloodline for these two reported treatments. They have discontinued the use of the adaptor for lines other than the reuse bloodline. The use of the adaptor with arterial bloodlines other than bloodlines approved for reuse is not recommended by the MFR. The actual lines have been discarded.